Event description:
Surgeon used thrombi-pad for bleeding during surgical procedure was unaware this device cannot be left in the body, like other hemostatic pads. In 2008, a rep from king pharmaceuticals brought in the thrombi-pad and over a lunch he provided, he gave inservice education to a few hours. Product apparently placed on stock. Approx one year later, used the 1st pad (2009). Two pads used in 2011 and six pads used in 2012, on pts during surgical procedures. In the one year f/u films, have found a "foreign body" noted in film. Those pads were not meant to be left inside the body, i.e. Not absorbable. No label to state this however, on the packaging. Our concern is with vendor labeling not stating on the front of package this is not absorbable materials.